Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostar device referenced in event is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with two prostar devices using the pre-close technique via an 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, there was no bleed-back with either of the devices when they were inserted in the patient. The use of any additional prostar devices was abandoned and the sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction could not be confirmed as fluid was observed coming out of the marker port while depressing the plunger of the syringe thus indicates the marker lumen and marker port functioned as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device analysis, the reported marker lumen obstruction could not be confirmed. It is possible that the device orientation (upside-down or side ways) may have contributed to the reported difficulty. However, this cannot be conclusively determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.